Event description:
It was reported that medical attention was sought on (B)(6)2017 at 4:00 pm after the end user received higher than normal blood glucose results from her prodigy diabetes meter. The end user was sweating and non-responsive accompanied with a blood glucose reading of 337 mg/dl. Additional blood glucose tests were performed with results ranging from 213 mg/dl - 341 mg/dl. The end user was taken to the ER and upon arrival her blood glucose was 44 mg/dl. She was given 2 ham sandwiches and orange juice. After 7 hours at the ER the end user was discharged with a blood glucose reading of 128 mg/dl. She was instructed to follow-up with her pcp. No additional details were provided in regards to this medical event.